Event description:
2.50x16mm. 3.00x28mm, 2.75x16mm taxus express2 stents were placed. A maverick 2 monorail 15x2.5mm balloon was used to predilate the lesion. Angiography revealed sub acute thrombosis in the right coronary artery lesion. In the opinion of the physician this led to the death of the patient.

Event description:
Same as MFR # 6000089-2006-00091, -00093, -00094. One day after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred and the pt expired the next day. The pt presented with triple vessel disease involving the right coronary artery (rca), left anterior descending artery (lad), and circumflex artery (cx). The physician successfully deployed 4 unk size taxus express2 drug eluting stents. The next day the pt presented to the cath lab again and was determined to have a sub-acute thrombosis in the taxus stents. The thrombosis was treated with unk maneuvers. The next day the pt went into cardiac arrest and expired.